Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had broken into pieces") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 5 months 29 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent hysterectomy to remove the essure device.). Essure was removed in (B)(6) 2009. At the time of the report, the device breakage and pelvic pain had resolved. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: almost all of plaintiff's symptoms have resolved. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.